Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 15mm x 3.50mm nc quantum apex¿ balloon catheter was advanced for pre-dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non- bsc balloon catheter. No patient complications were reported. The patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an nc quantum apex balloon catheter. There were numerous hypotube kinks. Magnified inspection revealed a pinhole in the balloon wall 2mm from the distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 15mm x 3.50mm nc quantum apex¿ balloon catheter was advanced for pre-dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non- bsc balloon catheter. No patient complications were reported. The patient's status was good.